Manufacturer narrative:
The check of the manufacturing chart of the two lot # involved (201503363 and 201505793) did not show any anomaly on the (B)(4) long helix drills (lot # 201503363) and (B)(4) helix drills (lot # 201505793) manufactured with these lot #. Instrument analysis: we received the broken bits. The pieces returned underwent a further dimensional check (focused on the core diameter of the bit) which confirmed the absence of dimensional anomalies on it. Pms data: according to our pms data, (B)(4) . Breakage of drill bits is a common and expected occurrence in orthopaedic surgery since twisting of the bit and torque accidentally applied by the surgeon during drilling can lead to breakage of the drill. Capas: in may 2016, after receiving similar complaints, lima corporate decided to modify the technical drawings of the helix drills with product codes 9084.20.081 - 9084.20.086, by increasing the core diameter of the instruments (v.01 helix drills). This product enhancement was introduced in order to increase the helix drills mechanical strength and reduce the risk of occurrence of intra-op breakage. Lima corporate will keep monitoring the market to verify the effectiveness of the above corrective action.

Event description:
Intra-operative breakage of 2 helix drills (1 piece model # 9084.20.086, lot # 201503363 and 1 piece model # 9084.20.081 lot # 201505793) when the surgeon was drilling the glenoid bone, during a shoulder surgery. Bone was hard and it probably contributed to drills breakage. Surgery time extended of 5 minutes; no consequences for the patient. Event occurred in (B)(6).

Manufacturer narrative:
The check of the manufacturing chart of the two lot # involved (201503363 and 201505793) did not show any anomaly on the 41 long helix drills (lot # 201503363) and 146 helix drills (lot # 201505793) manufactured with these lot #. No other complaint was received on the lot # 201503363, while this is the 2nd breakage reported on the specific lot # 201505793. We will receive the 2 broken bits and submit a final MDR after analyzing them.

Event description:
Intra-operative breakage of 2 helix drills (1 piece model # 9084.20.086, lot # 201503363 and 1 piece model # 9084.20.081 lot # 201505793) when the surgeon was drilling the glenoid bone, during a shoulder surgery. Bone was hard and it probably contributed to drills breakage. Surgery time extended of 5 minutes; no consequences for the patient. Event occurred in (B)(6).